Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 20658121 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended with only a little charge left. High impedance was also noted on the lead. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were no reported complications postoperatively. The explanted device components were discarded by the medical facility.